Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a t2phl (primary hepatic lymphoma) surgery; while drilling the distal hole, the drill bit broke. It was also reported that the broken piece was retrieved from the patient¿s bone. It was further reported that another drill bit was used and the procedure was completed successfully. It was also reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
The reported event, for drill bit breakage, was not confirmed as the drill bit was not returned for evaluation. Without the drill bit, the root cause cannot be determined.

Event description:
It was reported that during a t2phl(primary hepatic lymphoma) surgery; while drilling the distal hole, the drill bit broke. It was also reported that the broken piece was retrieved from the patient¿s bone. It was further reported that another drill bit was used and the procedure was completed successfully. It was also reported that there were no adverse consequences as a result of this event.